Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficulty removing the gripper line and stretched gripper line was not confirmed during returned device analysis using a proxy gripper line. The reported entanglement of the device/clip caught in chordae and physical resistance could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and the reported difficult to remove gripper line resulting in stretched gripper line, entrapment of device or device component (clip caught on chordae), physical resistance and observed bent actuator mandrel were related to patient morphology/pathology and user technique/procedural conditions as patient had a rotated heart making the transseptal puncture difficult eventually resulting in performance of situational steering of the clip delivery system (cds) to gain extra height likely causing excessive /unintentional tension on the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. While establishing gripper line removability test, and before deployment, the gripper line was unable to floss despite troubleshooting maneuvers. The operator did not want to risk losing the grasp so it was decided to continue with mitraclip deployment. Following deployment, significant resistance was noted removing the gripper line and the gripper line initially stretched. All the cds curves were released and the steerable guide catheter (sgc) was pointed towards the deployed clip. The gripper line was then removed without significant resistance and without further stretching observed. The cds was retracted into the sgc and removed from the anatomy. This mitraclip remained implanted and mr was unchanged at grade 4. A second cds (70724u126), was placed on the lateral side of the alfieri stitch. Again, during gripper line removability test, the gripper line was unable to floss despite troubleshooting maneuvers. Although the gripper line was unable to floss, this second mitraclip was deployed. Following cds shaft deployment and during gripper line removal, the gripper line stretched and separated. The clip delivery system was removed and the separated gripper line, still attached to the deployed mitraclip, was sticking out of the end of the sgc. It was thought that the gripper line broke off near the clip. The other end of the gripper line was pulled with minimal force and it was confirmed with fluoroscopy that the entire gripper line had been removed. Post-procedure, both implanted mitraclips remained stable on the mitral valve leaflets. The mr had been reduced to grade 1-2. There was no additional information provided regarding this issue. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip delivery system device referenced is filed under a separate manufacturing report number.

Event description:
This report is filed since the mitraclip was implanted on the mitral valve leaflets, possibly including chordae. Resistance was also noted while flossing the gripper line. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation (mr) grade 4. The patient had prior mitral valve surgery with an alfieri stitch placed at the medial side of the anterior and posterior mitral leaflets. Reportedly, there was significant remaining mr post the open mitral valve repair. Due to a high transseptal puncture, situational steering was performed with the clip delivery systems (cds) to gain extra height, however, there were no steering issues regarding the cds. The first clip delivery system (cds 70724u125) was placed at the medial orifice. As the clip was positioned, it became entangled in chordae and the gripper arms were hindered from raising to the catheter shaft due to anatomy. This mitraclip eventually successfully grasped the mitral valve leaflets; however, there was negligible impact on reducing mr. The clip was unable to be retracted from the left ventricle and into the left atrium for re-positioning. Reportedly, this clip had a solid grasp on the anterior and posterior leaflets; however, there was a high possibility of chordal interaction in addition. There was limited ability to re-position this mitraclip and the grasp was reportedly stable so it was decided to deploy at this location.